Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports he is currently in the or with intellis pro. Caller reports when he ran electrode impedance: all contact pairs with electrode 8: >40k ohms 0/8: >40k ohms caller reports when the lead is placed in the wens, all contact are within normal limits. Suggest taking the lead out and re-wiping the lead. Reviewed how to re-insert the lead into the header. Caller reports he re-ran impedance, all contact pairs are within normal range. Issue resolved.